Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021 with blood glucose level was 600 mg/dl. Customer went to intensive care unit on (B)(6) 2021. Customer had symptoms such as sick, nausea and vomiting. Customer was treated with intravenous insulin drip. Troubleshooting was declined. Customer also reported that clear retainer ring and clock runs quick. The insulin pump will not be returned for analysis.